Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/16/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was observed to be flexed away from the tip of the hot jaw and detached from the tip of the jaw. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be intact with no visual defects. The insulation at the tip of the hot jaw was observed to be peeled, exposing the metal tip of the jaw. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent; wire", as well as the analyzed failure "peeled; jaw/delaminated" was confirmed. The lot # 3000348808 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 inside jaws came apart from unit; separation found before inserting into patient. Harvester tried to reattach the filament but it was broken. Per photo provided by complainant, the heater detached. A new device was used to complete procedure. There was a 5 minute delay. There was no harm to patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.